Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of myopotentials while the patient was practicing yoga. The patient was seen in-clinic, and it was observed that the "plank" position is where myopotentials are over-sensed. Primary vector seemed to be the best option, and the smartchange parameter was increased due to clinician decision. A second troubleshooting session has been scheduled for mid- (B)(6) 2023. In the meantime, data was sent to technical services (ts) for review. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. Additional information: the patient was seen in-clinic for follow-up, where exercise testing was performed in additional to testing different postures and exercised to see if oversensing occurred. In the end, both the patient and the doctor have agreed on which exercises seemed safer and which to potentially avoid. Patient follow-up will be scheduled in 3-6 months to perform another complete session and review how everything is going.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.